Manufacturer narrative:
Date of death: between (B)(6) 2020 and (B)(6) 2020.

Event description:
It was reported that coronary artery obstruction, stoke and death occurred. Vascular access was obtained via a right transfemoral approach. A lotus introducer was placed. A 25mm lotus edge valve was successfully implanted to treat the native aortic valve with heavily calcified leaflets. Following implant, there was good coronary flow noted in the right coronary artery and left coronary arteries, no pvl and a gradient <5mm hg. Two (2) hours post implant, the patient experienced angina, shortness of breath and became unresponsive. The patient was taken to the cardiac cath lab. A temporary pacemaker was placed and angiography was performed. Angiography revealed that the right coronary artery was occluded. The patient was placed on ECMO support in the intensive care unit. The following day the patient was moving all extremities and was transferred to another facility. Three (3) days post implant, they attempted to wean the patient off ECMO support. The patient became hypoxic. Sedation was being weaned to assess mental status and it was noted that the patient was not longer moving extremities. A computed tomography (CT) scan indicated an infarct to the parietal, temporal and occipital lobes. Five(5) days post implant, the patient was still on ECMO support. The patient's ejection fraction remained critically low. Removal of ECMO support was discussed with the family. The family opted to change the patient to comfort care status. The patient was taken off ECMO support and passed away after support was withdrawn.